Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the pump battery is depleting too fast. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.